Event description:
Information received indicates the right head siderail will not latch.

Manufacturer narrative:
The technician found a bent siderail latch plate prevented the siderail latch from locking. He straightened the latch plate to repair the bed.